Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a patient not showing up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up and the orders for medications were not crossing over. A technical support specialist (tss) had escalated the issue to the platform support and performance (psp) teams and participated in a technical assistance bridge (tab), which was later upgraded to a mib. It was shared that a similar issue had been resolved earlier by moving affected servers to a different hyper-v manager. The tss confirmed that the carefusion coordination engine (cce) and pyxis database servers were moved to a new hyper-v host, which appeared to resolve the latency issue. The infrastructure engineering and support team (iest) was expected to verify maintenance jobs to ensure stability. The tss also recommended reviewing a smaller server group for comparison, which showed no issues, while the original group continued to experience higher latency. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a patient not showing up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.